Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient was experiencing dizziness. The physician recommended the replacement of this lead but the patient was going to try and get a second opinion. The specific lead issue was not given.